Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the physician that during a procedure in (B)(6) of 2009 he had a problem during a procedure when the spring wire guide (swg) unraveled during removal from the catheter. A CT scan was performed to confirm the entire swg was removed from the patient. There were no patient complications reported. On (B)(6) 2010, sales representative stated that there are no further details available.